Manufacturer narrative:
Reliability analysis is not required for expired sensors.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 70 mg/dl despite a blood glucose of 115 mg/dl. The sensor was also unable to calibrate. It eventually alarmed with a bad sensor alert. The sensor was returned for analysis and a replacement sensor was shipped to the customer.